Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension tubing was separated from the luer fitting joint of the catheter handle.

Event description:
Reportable based on analysis completed on 01jun2022. It was reported that during an ablation procedure to treat atrial fibrillation using an intellanav mifi open-irrigated catheter they experienced noise on the mini tip electrodes. They continued to use the original catheter and completed the procedure with no patient complications. The catheter was received for analysis, which revealed the irrigation tubing was detached from the catheter.